Manufacturer narrative:
The serial number was not provided. Patient code of (B)(4) is provided for explant of the intraocular lens. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
A report was received that a monfocal intraocular lens (iol) was explanted from a patient¿s operative left eye (os) as the patient was dissatisfied with distance vision. Initially, the patient did not have reports of glare, halos or dysphotopsias impacting activity but complained the distance vision was not good. The doctor assessed if this is possibly related to the lens and the doctor said yes because subject¿s distance vision was not correctable to 20/20. Postop binocular best corrected distance visual acuity (bcdva) at 1 month was 20/25. Preop bcdva was 20/40 for each eye (no binocular testing done preoperatively). Additional information was provided that the patient complained of continued bother (slight to moderate) of visual symptoms of halos, glare and starbursts. There was no impairment to the patient. The patient did not report difficulty with activities as a result of the symptoms, however, due to the desire for better distance vision, the lens was explanted on (B)(6) 2018. A zcb00 +18.0 diopter was implanted as the replacement lens. The explant/exchange surgery was successful, the incision was not enlarged, no vitrectomy was performed, no sutures were needed and no post-op injury was reported. The surgeon entered through the original incision site. The patient was seen at the one day post op with 20/30 uncorrected distance vision, 2+ cell/flare and an iop (intraocular pressure) of 12 mmhg. The patient was seen for a post exchange visit and his uncorrected visual acuity is 20/25 and he is very happy with his vision. There were no clinically significant findings and he is doing very well. No further information was provided.

Manufacturer narrative:
Upon receipt of additional information it was learned this is an investigational device and is not same or similar to product distributed/sold in the united states, therefore a supplemental report is not required and no further information will be provided under this manufacturer report number 2648035-2018-00239. In the initial MDR PMA # (B)(4) was provided however this is no longer applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.